Event description:
The customer reported to customer service that she currently has thrush.

Manufacturer narrative:
In f/u with the customer with medela customer service, the customer reported that she is no longer using the subject rental pump. The customer did not retain any of the spare parts she used with the rental pump. Customer reported that she was being treated with antibiotics for thrush. F/u attempts to obtain add'l info from the customer by medela complaint handling have been unsuccessful to date. It is unk at this time if the thrush has been resolved. We are continuing to attempt to f/u with the customer to retrieve the pump for eval. It is unk at this time whether the pump contributed to the thrush condition at this time. Should add'l info be received, resulting in new, changed, or corrected info, a f/u report will be filed.